Event description:
It was reported that the target lesion was located in the circumflex with mild tortuosity, moderate calcification and 90% stenosis. After a non-abbott guide wire crossed the lesion, a 2.0 x 8 mm nc trek balloon was advanced to the lesion. The balloon was attempted to be inflated; however, the balloon did not inflate. Thus the device was removed from the anatomy and leaking of contrast media was confirmed around the guide wire port. The pre-dilatation was then performed with a non-abbott balloon catheter and a 2.5 x 15 mm xience xpedition stent was implanted in the lesion. The procedure was completed. There was no report of a clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inflation issue and leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: tgv marker; guide cath: taiga 6fr ebu3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.